Event description:
The biomedical engineer (bme) reported that her gz telemetry transmitters is removing itself from the central nurse's station (cns). She said that the bed name stays on the cns tile and that in monitor bed settings the device is still there; however nothing displays on the cns besides the bed name. She said that after removing the gz from the cns and registering it again, everything will begin displaying. This issue sounds like a connection issue however she did not report any error messages like out of area or communication loss. Tech support (ts) reached out to nihon kohden computer information technology systems support (cits) to see if we can confirm that they are not over any wireless limits as these are newly installed gz telemetry transmitters. Ts suggested that we take logs from the cns and gz to see if we can see any sort of disconnect. She said that the issue happened around 10:30am on (B)(6) 2026. She will go collect logs from the gz and cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that her gz telemetry transmitters is removing itself from the central nurse's station (cns). She said that the bed name stays on the cns tile and that in monitor bed settings the device is still there; however nothing displays on the cns besides the bed name. She said that after removing the gz from the cns and registering it again, everything will begin displaying. This issue sounds like a connection issue however she did not report any error messages like out of area or communication loss. Tech support (ts) reached out to nihon kohden computer information technology systems support (cits) to see if we can confirm that they are not over any wireless limits as these are newly installed gz telemetry transmitters. Ts suggested that we take logs from the cns and gz to see if we can see any sort of disconnect. She said that the issue happened around 10:30am on 5/11/26. She will go collect logs from the gz and cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Central nurse's station model: pu-681ra. Sn: (B)(6).